Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump will alarm when the piston does not recognize the reservoir. The customer sent the product back for analysis.